Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the failure analysis of a da vinci product involved with this complaint. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed and replicated. The usm was tested on an in-house system and passed normal mode. During the 940 test, the unit was disabled due to the link 2 belts being out of tolerance. The usm had to be sent for repair to continue the testing. During the repair, it was noted that the cover link 2 housing and the pulley were damaged by a screw that was stuck. After the initial repair was completed, the unit was then tested, and the reported error was confirmed and replicated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to solve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci assisted umbilical hernia surgical procedure, the universal surgical manipulator (usm) 2 was making a clicking noise. On the following day, the customer called again to report that the usm was unable to move when clutched. The customer performed an emergency power off (epo) with no change. The usm could move when selecting deploy for draping and self-test is completing; however, when clutching the instrument arm clutch button, the usm felt restricted and would not pitch forward. The technical support engineer (tse) had the customer look into the vertical rail slot and the customer can visibly see cabling that they cannot see on the other arms. The procedure was completed with no reported injury.